Event description:
It was reported that the unspecified bd infusion set had a bulge / balloon in silicone / pump segment. The following information was provided by the initial reporter: IV pump continuously alarming air in line despite no air and multiple attempts to reprime. IV tubing pulled out from pump and section of tubing that goes into the machine had ballooned. Additional information received from the customer: the balloon was discovered when the pump began alarming that there was air in the line but no visible bubbles were present in the line. The rn took the tubing down to further inspect and discovered the warped tubing. No medication push was reported. This line was infusing base solutions for hydration.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One sample of an infusion set was submitted for quality investigation. Visual inspection of the sample was conducted and there no were no obvious damages to the infusion set, however, the upper pumping segment appeared to have been ballooned and appears stretched. A simulated infusion was conducted in order to determine if the infusion set would function normally or balloon under normal use. The infusion set functioned normally during the simulated infusion. The investigation was review with manufacturing and due to the failure not being replicated, a definitive root cause for the failure could not be determined. The issue was communicated with the manufacturing team. Current controls remain in place, and ongoing monitoring has been established to track any occurrence of the issue. A complete device history record review could not be performed because the lot number is unknown. A device history record review was conducted on possible lots of the construction based on component identification numbers, and there were no quality notifications issued for the failure mode reported during the production build of the potential lots.